Event description:
The pt reported e7 (electronic) error was not properly displayed on the infusion device. She stated an audio signal was given, but no alert/error message was displayed on the screen of the infusion device. She stated there were numbers displayed on the screen. She changed the battery and was unable to resolve the issue. No physiological effects were reported. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.